Event description:
I was very sick to the point of bedridden. Went to eleven different drs / specialists and was told I had fibromyalgia, chronic fatigue syndrome, celiacs disease, arthritis low total igg and a slew of other diagnosis. I never had health problems prior to getting breast implants around 2007. My health and general quality of life has only gone down in the years since. I came to the realization it was my breast implants, and against all my drs advice, I had the removed via total enbloc (B)(6) 2018. Since then my health has greatly improved though I get sick easily due to my compromised immune system and am not able to live the life I was able to 5 yrs ago. I'm only (B)(6) with 3 teenage daughters who don't have the mom they should. The mom they should have had I been warned of what implants could do to me because in no way would I have gotten them. They stole my quality of life and I wasn't so much as warned they could in any way be harmful. You the FDA is only covering it up. I can't work a normal job and my family suffers from it. Though y'all don't have that problem and I'm sure you sleep well at night knowing so many women suffer daily and you push it off to being "all in our heads" shame on you.